Event description:
The product complaint report shows the customer alleged no/intermittent ac alarm after he completed a 10 k pm. The customer replaced the harness. The customer had discarded the part therefore no investigation can be done. It is not verified that the unit had no/intermittent ac alarm. And no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.